Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with st-segment elevation myocardial infarction (stemi). The target lesion was located in the right coronary artery. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, an hour and a half post stent implantation, the patient experienced st-segment elevation. The patient was brought back to the catheterization lab and a thrombosis was discovered. Intravenous ultrasound (ivus) was performed to assure good stent apposition and the clot was then removed successfully with good results. The patient was given dual anti-platelet therapy in the catheterization lab. No further patient complications were reported and the patient's status was fine.